Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a family member that the patient's device was misreading the "p" waves. The device was explanted and replaced. No patient complications have been reported as a result of this event.